Event description:
It was reported that the iab was inserted into the pt. Fifteen minutes later, the pump alarmed a "kinked line message." Blood was found in the line, and as a result the iab was removed.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.